Event description:
It was reported that device entrapment occurred. The patient presented with acute coronary syndrome and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid obtuse marginal artery. After obtaining vascular access via the right radial artery, a 6f long guidezilla ii guide-extension catheter was advanced. A 2.75 x 8mm synergy xd drug-eluting stent was introduced but had difficulty advancing in the guide-extension catheter. Furthermore, difficult anatomy was noted as the right subclavian artery and obtuse marginal artery were very tortuous. Subsequently, the device failed to cross the lesion and got stuck on the 014 guidewire. The entire system was pulled out as a unit and the procedure was completed with plain old balloon angioplasty. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd 2.75 x 8mm stent delivery system was returned for analysis. Device returned with 0.014in guide wire attached. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft as well as a hypotube break 96cm proximal to distal end of distal tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that device entrapment occurred. The patient presented with acute coronary syndrome and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified mid obtuse marginal artery. After obtaining vascular access via the right radial artery, a 6f long guidezilla ii guide-extension catheter was advanced. A 2.75 x 8mm synergy xd drug-eluting stent was introduced but had difficulty advancing in the guide-extension catheter. Furthermore, difficult anatomy was noted as the right subclavian artery and obtuse marginal artery were very tortuous. Subsequently, the device failed to cross the lesion and got stuck on the 014 guidewire. The entire system was pulled out as a unit and the procedure was completed with plain old balloon angioplasty. No patient complications were reported.